Manufacturer narrative:
(B)(6). (B)(4). The adapt stent delivery system (sds) was received with a non-bsc guidewire lodged inside the wire lumen. There was solidified blood in the wire lumen. There was a significant bend/curve in the shaft near the distal tip. There was no damage to the guidewire exit notch or distal tip. The handle, thumbwheel, gear and rack appear normal. The stent was correctly positioned. The shaft was separated 22mm from the guidewire exit notch and 25cm from the distal tip. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separations. The guidewire was protruding 4.5cm from the distal tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was consistent with a .014" guidewire. There was no evidence of any product quality deficiencies contributing to the reported event or confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was in the carotid artery. A 40mm adapt stent was advanced; however, the stent could not be deployed. The device was removed and it was noted that the overlying shaft is broken. The procedure was completed with another of the same device. No patient complications were reported. This device is only ous approved but it is similar to an approved us device.